Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the patient expired. The target lesion was severely calcified. A crossboss catheter was selected to cross the total chronic occlusion (cto); however, when attempting to balloon, ¿it was a big calcified plaque and the artery just split wide open¿. A covered non-bsc stent was used to try and close the vessel. It did not work and the patient expired on the table.